Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported that when a patient first had a trial implant in (B)(6) 2014, her healthcare provider didn¿t place the wires in the right place and the trial didn¿t work because the healthcare provider didn¿t have a right x-ray machine to pinpoint exactly where the wires needed to be placed. The patient was sent to the hospital where a healthcare provider was able to insert the leads for the trial. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.